Event description:
It was reported that the patient went to the ER (emergency room) the day after the implant with chest pain. It was noted that the patient was in cardiac tamponade from perforation due to the atrial lead. A drain was placed and an atrial lead revision was done the following day. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).